Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected, the customer reverted to an alternate method insulin therapy. The customer's blood glucose level read "high" on cgm, a specific value was not provided and the customer was "sick to stomach". Elevated blood glucose was addressed with a manual dose injection.